Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. Two opened probes, with tip protectors, in trays with other items were received. Sample one was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port and on the welded cap and needle bent at stiffener. The sample was then functionally tested for actuation. The sample was found to be nonconforming. The probe was disassembled and the components inspected. Nominal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos inner cutter was observed to be bent. Wear marks at bend area, at other areas on the inner cutter and at the cutting edge on the inner cutter. Sample two was visually inspected and found to be nonconforming with orange/brown foreign material inside the port and needle bent at stiffener. The sample was then functionally tested for actuation. The sample was found to be nonconforming. The probe was disassembled and the components inspected. Excessive wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be bent. Gouge marks at area that was bent, on the cutting edge, bend area and several other areas on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation for sample one confirms the probe had an actuation failure. The most likely cause for the actuation failure is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. The complaint evaluation for sample two confirms that probe had an actuation failure. The root cause for the actuation failure is the bent needle and bent inner cutter. The probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the directions for use (dfu), the vitrectomy probe is verified for twenty minutes of use at maximum cut speed. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as it appears that the observed actuation failure, bent needle and bent inner cutter were due to excessive use of the probe by the user. Per the dfu, the vitrectomy probe is verified for twenty minutes of use at maximum cut speed. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that actuation failure of the probe occurred during cataract and vitrectomy combination surgery. The cutter was not working properly so another pak was opened but the same problem occurred. The surgery was completed after replacing the product with another one. There was no patient impact.